Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. The 67% stenosed target lesion was located in the tortuous and calcified mid left anterior descending artery (lad). The lesion was predilated with a 2.5x12mm maverick balloon and then the 4.5x28mm liberte bare monorail coronary stent delivery system (sds) was advanced to the target lesion. The sds was unable to cross the lesion and upon removal it was noticed that the stent strut was bent. The lesion was predilated again and the procedure was completed with another of the same device. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
Product analysis confirmed the difficulty stated in the complaint for stent damaged. The returned catheter was visually and tactilely inspected along the entire length and the only damage found was stent damage. The third and fourth segment in from the distal end were damaged. The damage on the stent extended around the entire circumference. The mfg records were reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause can be attributed to operational context.